Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states he lost his supplies and meter and transmitter and has not been able to check his blood glucose for days. Emergency was dispatched and customer visited emergency room. Customer does not know time and date of hospitalization: does not know. Blood glucose value when admitted to hospital was 20 mg/dl. The name of hospital was (B)(6) medical center. Offered troubleshooting for high and low blood glucose levels but customer declined. Customer states he was treated for low blood glucose by the hospital. Customer states he stayed overnight and states he also had an issue where he was hospitalized with diabetic ketoacidosis for high blood glucose.